Event description:
Pt underwent a right total knee arthroplasty in 2003. Approx. 18 months postop. They started having increased pain and increased swelling of the right knee. They were diagnosed with aseptic loosening of the right tibia and required a revision of their right total knee arthorplasty.